Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2014 with the following findings: during testing, the display screen was dim and discolored. There was no evidence of moisture in the cartridge compartment or battery compartment. Unrelated to the initial complaint, the leak test failed due to a battery compartment crack. Also unrelated, there was evidence of moisture contamination under the contrast and up keypad button contacts. The pump was opened and there was no evidence of moisture on the internal components of the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.